Event description:
The customer reported that while drawing blood from a PICC line the user was unable to draw up or flush fluid through the connector. The user removed the connector and connected the syringe directly to the PICC line hub and they were able to draw up blood and flush the PICC. The userrs are noticing blood splattering and a "clicking noise" when this occurs. No patient harm or medical intervention was reported. No further patient/event information was provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.